Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The reported event is most likely related to the operator's technique. The instruction manual warns users: "the volume of the air in the balloon should not exceed the parameters specified in the following tables (maximum air volume 2.1cc). Otherwise, the balloon may burst or may not deflate. When the balloon does not deflate, do not operate the balloon catheter with excessive force. Otherwise, the distal end of the instrument may break off and could remain in the patient." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during foreign object retrieval in the patient's lungs, approximately a quarter inch from the distal end of the balloon catheter broke off, and became stuck. The patient was being examined at a doctor's office due to possible pneumonia, but based on the x-ray performed, the physician discovered that the patient swallowed a peanut, and it became lodged in the patient's lungs for an unspecified amount of time. The physician used the balloon catheter in an attempt to remove the peanut from the patient, but was unsuccessful. The physician tugged the peanut and the balloon catheter multiple times, but the balloon catheter broke off. The physician then used a forceps to chop up the peanut into pieces, and successfully remove the peanut from the patient. The physician attempted to remove the broken portion of the balloon catheter afterwards but was unsuccessful. The patient was provided epinephrine and antibiotic prior to being discharged. The patient was advised to return to the doctor's office after five days. Upon the patient's return an x-ray was performed, and the physician noted that the balloon catheter was still inflated in the patient's lungs. The balloon catheter was successfully removed with the use of forceps. The patient is reportedly doing fine.